Event description:
On 15 sep 2022 anika received a medwatch report (mw5111771) from the FDA. The patient received an orthovisc injection (procedure was not reported on an unspecified date. The reporter stated that the specialist was unaware that the patient was being treated for cancer at the time of injection with orthovisc. The reporter stated that there was no indication that the patient was on dupixent prior to the injection. The medwatch stated that there was an adverse event without and identified or use problem. And there is no specific allegation in the description of the event of an adverse event or malfunction with the orthovisc injection or syringe other than potential use error. The lot number and catalogue number was not provided. Contact information was also not provided. It is unknown who treated the patient as the case was reported by the pharmacy.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. A supllemental report will be submitted upon completion of the investigation by the manufacturing plant. Additional information. The reported event could not be confirmed. There was no contact information for further investigation by the manufacturing plant. The lot number was not provided. Additional information could not be solicited. A batch record review was not performed. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 15sep2022 anika recieved a medwatch report (mw5111771) from the FDA. The patient received an orthovisc injection (procedure was not reported on an unspecified date. The reporter stated that the specialist was unaware that the patient was being treated for cancer at the time of injection with orthovisc. The reporter stated that there was no indication that the patient was on dupixent prior to the injection. The medwatch stated that there was an adverse event without and identified or use problem. And there is no specific allegation in the description of the event of an adverse event or malfunction with the orthovisc injection or syringe other than potential use error. The lot number and catalogue number was not provided. Contact information was also not provided. It is unknown who treated the patient as the case was reported by the pharmacy.